Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose was trending up during the night. Customer's blood glucose was 567 mg/dl. Which was treated with insulin pump and set change. When customer changed set, it was noticed that cannula was bent. Customer declined troubleshooting.